Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had rising thresholds since the last follow up visit. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead thresholds were still rising. The lead will be monitored closely. It was further reported that the r-waves were low and the lead had some undersensing. The lead will be checked again in a month. It was further reported that when the lead had low r waves and was undersensing, the lead was reprogrammed to unipolar and the r waves were higher. Now there was a ventricular high rate episode that looked like noise. A review of the strip showed that the lead was oversensing. The possibility of reprogramming was discussed and the patient will be brought back for a check in two months. It was further reported atrial high rates showed some oversensing and possible loss of capture due to a consistent atrial refractory coming in. Programming changes were discussed and the post-mode switch overdrive pacing was turned off. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.